Manufacturer narrative:
During an inspection, the hill-rom technician found a damaged accessory power cord with a broken ground prong. The technician replaced the accessory power cord to resolve the issue.

Event description:
Information received indicated the bed had an intermittent ground line connection with the accessory power cord.